Event description:
Caller reported a malfunction on pump, indicated by a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, but the caller could not complete the reset at the time and will follow up once supplies are available to complete the reset. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. The same malfunction code reoccurred. Technical support resolved the issue by sending a replacement pump.